Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: secondary infusion backflow the first concern involved use of a bd alaris pump infusion set; however, the outer packaging for the tubing was not available. The setup included: ¿ bd alaris pump infusion set ¿ bd phaseal optima closed system transfer device (connector and injector) added by nursing to connect the secondary chemotherapy line ¿ pharmacy-applied phaseal optima infusion adaptor on the medication bag the nurse hung the secondary infusion appropriately, with the secondary bag positioned above the primary. Pump settings were verified by two additional nurses. When the nurse returned to the patient a few minutes later, the primary IV bag was very full and the secondary bag was approximately half empty, suggesting unintended flow from the secondary into the primary. The nurse infused all fluid from both bags. The patient did not miss any medication and experienced no adverse effects.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.